Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2020 as they were experiencing high blood glucose level 406 mg/dl. Customer's other blood glucose values were 496 mg/dl and 492 mg/dl. Customer alleged that insulin pump was under delivering. Customer was using insulin pump within 48 hours of reported event. Insulin pump was on auto mode. Customer did all troubleshooting for high blood glucose level. Device will not returned for analysis.